Manufacturer narrative:
Stryker evaluated the device and was not able to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device's control panel is not functioning properly after decontamination. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.